Event description:
Report received of a non-delivery of IV fluids. The pump was programmed to deliver a maintenance IV fluid at an unspecified rate. The pump was checked by an rn at 11:00pm in 2001 with no problems noted. At 1:25am, 2 rns reportedly checked the device and noted that no fluid was being delivering, even though the device indicated that fluid was infusing. The pump was removed from clinical service and therapy was continued using a different device. There was no adverse effect to the patient. Though requested, there was no further information available.